Manufacturer narrative:
On 12/16/2019, the product investigation was completed. Device investigation summary: during analysis of the sample, the device was found rupture and received in two parts. Shell abrasion was also found in the edges of the rupture. No other anomalies were observed. Shell abrasion is a weathering which occurs in the smooth layer and can eventually progress through the shell of smooth devices and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. The rupture was discovered intraoperatively. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation with 300cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (left-side baker grade ii, right-side baker grade iii). The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019. Upon removal, the patient's right-sided device was found to be ruptured. The patient's explanted devices were replaced with 425cc mentor memorygel breast implants. This report is for the patient's right-sided device.